Event description:
The distributor reports that the user facility experienced the following; in zero balancing the display could not read zero at atmosphere pressure. Even though the customer turned to zero adjustment on the bottom side of the transducer connector, they could not adjust. Another catheter, which had the same lot number, functioned in the same manner. The distributor connected the catheter to a meter per minutes-1 monitor to recreate the phenomenon. At first attempts to zero balance, the catheter was unsuccessful. The value on the display was +20 to +30, even though the zero adjustment on the bottom of the transducer connector was turned. After turning the zero adjustment for a while, zero-balancing was successful.